Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter was "leaking" on the catheter body, close to the hub. The clinician described blood leaking out of a hole, comparable to a needle puncture. The leaking was discovered within 24 hours of the line being placed. It was reported pressure was initiated to stop the bleeding and the catheter was removed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial line catheter for analysis. Signs of use were observed on the catheter. Initial visual inspection of the catheter revealed one tear and one hole in the catheter body, directly adjacent to the hub. The catheter also contained numerouskinks along the body, and the catheter walls appeared deformed. The kinks in the catheter body measured at 1mm, 6mm and 10mm from the hub. The catheter body extrusion length measured 1 3/4" , which is within the specifications of 1 11/16" - 1 13/16" per catheter product drawing. The catheter outer diameter measured 0.0445", which is within the specifications of 0.044" - 0.046" per catheter extrusion graphic. Functional inspection was performed on the returned catheter to recreate the product's intended use. The catheter was flushed using a 5cc syringe in order to find any leaks or blockages. Upon flushing, water leaked out of the tear in the catheter. Manufacturing was contacted regarding this defect. They stated that this kind of defect has not been encountered in the manufacturing process. The defect in the catheter appears consistent with unintentional use error. Misplacement or mispositioning of the catheter may lead to kinking, and repeated stress to the catheter may fatigue the catheter walls and cause tearing. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit inform the user, "once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage." The IFU also states, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The returned catheter had a tear adjacent to the hub which leaked when functional testing was performed. Misplacement or mispositioning of the catheter may lead to kinking, and repeated stress to the catheter may fatigue the catheter walls and cause tearing. A device history record review based on a potential lot number from sales history was performed with no relevant findings. Based on the returned sample and the available information, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was "leaking" on the catheter body, close to the hub. The clinician described blood leaking out of a hole, comparable to a needle puncture. The leaking was discovered within 24 hours of the line being placed. It was reported pressure was initiated to stop the bleeding and the catheter was removed. No patient harm reported. The patient's condition is reported as fine.